Event description:
First, the physician performed atherectomy in the peroneal and the at. The physician then put the nanocross balloon into the at and it would not inflate pass the middle marker. They went up to 4atm, then they went up to 5atm and got it to inflate 2 to 3 mm past the middle marker. The physician then could not get the device to deflate. The physician went down with a wire with the back end to tie and stick the balloon and get it to deflate, but they were unsuccessful. Finally the physician stuck the mid-shin with a 25 gauge 1.5 inch needle and actually stuck the balloon percutaneously. Once this was done, they went in with another balloon to plug and dissect after they brought the balloon out.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.